Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineering evaluation. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The difficulty withdrawing the delivery system was unable to be confirmed since device was not returned for evaluation and no applicable imagery was provided. Available information suggests that procedural factors (altered balloon profile) may have caused or contributed to the event. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported from the united kingdom by our edwards lifesciences affiliate, a 26mm sapien 3 ultra valve was successfully deployed in the mitral position inside an edwards ring by transfemoral approach. During postdilation with additional volume, the commander delivery system balloon burst at maximum inflation. There were difficulties withdrawing the system through the esheath. Implanters cut the delivery system to remove the shaft and catheter body. The sheath was then upsized to a 24fr non-ew sheath, and the device was snared to remove. There was a balloon tear and damage observed on the balloon shaft. The patient was closed with percutaneous closure and returned to the ward. The patient was stable post-procedure. Valve performance and positioning remained good.

Manufacturer narrative:
Investigation is ongoing.